Event description:
After the patient was discharged from the hospital, staff attempted to remove a hill rom rental bed mattress with air inflater model p 500. A staff member reported they received an electrical shock from the device. I received a call stating a staff member had received a shock from a bed, and that bed has been removed from room and had a red (do not use) tag on it. I immediately inspected the power cord identifying where it was damaged. I sequestered the bed and all related equipment involved with the incident. The rental vendor was notified of the incident. Manufacturer response for lo-air loss pump, p500 controller (per site reporter). Vendor inspected device and picked up unit after approval from our risk team. Bed was inspected and safe for use prior to deliver to patient room.